Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. The patient received inappropriate shock. Upon interrogation, the device was intermittently sensing an additional signal. Lead dislodgement was suspected. Tachy therapy was turned off. The patient was stable.